Event description:
It was reported that during service and maintenance activities, it was determined that the robotic assisted saw handpiece device was found to have unintended motion. It was noted that the device turned on without a trigger. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair, it was determined that the device had unintended motion. It was noted that the reported issue was due to controller failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.